Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The spouse reported that on (B)(6) 2018, the patient experienced acute respiratory failure and sepsis from the peg / j surgery that was performed on (B)(6) 2018 and was hospitalized from (B)(6) 2018. Treatment information was not reported and the patient did not wish the physician to be contacted.